Event description:
On (B)(6) 2013, the surgeon performed an si joint arthrodesis utilizing the ifuse implant system placing three implants. The surgeon stated that visualization was difficult during surgery secondary to anatomic changes related to the prior lumbar fusion surgery. Per the surgeon, all implants appeared within the osseous confines of the sacrum on intra-operative fluoroscopic imaging. The patient complained of radiating pain down the ipsilateral leg immediately after surgery. The patient had significant difficulty walking secondary to pain. The surgeon obtained a CT scan in the early post-operative period that revealed that the implants had breached the s1 foramen medially. On (B)(6) 2013, the surgeon performed a revision surgery where he removed all three implants and replaced them with shorter implants using the same holes. The surgeon did not open the joint from the front or the back. The surgeon did not place any bone graft material. No additional supplemental instrumentation was placed. The patient reported significant improvement in his leg pain complaints immediately after the revision surgery. Per si-bone vp of medical affairs: ¿medical review shows this to be a case of early revision for treatment of a symptomatic malposition. All three implants were shown to be long with violation of the neuroforamen medially."

Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, IFU, certificates of analysis and fmea, the root cause for the pain is malpositioned implants breaching the neuroforamen.part numbers, lot numbers, manufacturing dates and expiration dates:p/n 7050-90, lot# 7753002779005, manufactured 07/20/11, expires 2014-10;p/n 7050-90, lot# 8175003938014, manufactured 08/21/12, expires 2015-10;p/n 7055-90, lot# 8078003804010, manufactured 08/10/12, expires 2015-09.